Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunctions reported by the customer could not be duplicated or verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, the pump was clipped to the customer's side or in the customer's pocket when the alarms were triggered. In addition, the customer reported that the button "seem to stick" when delivering a bolus. Customer's blood glucose (bg) level was elevated; however, the value was not provided. During the time of the call, bg levels had stabilized. In addition, the customer reported receiving multiple cartridge alarm 19's during basal delivery, bolus delivery, and the load process. During troubleshooting with tandem technical support, the reported alarm could not be found in the history. Subsequently, the customer was able to reload a cartridge successfully.